Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 codes: health effect - clinical code - e1305 renal impairment.

Event description:
It was reported that an alert/notification settings issue occurred. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient was unable to hear the alert notification on her receiver. The alerts were sounding off when the patient was testing the sound, but not sounding off when she was getting the actual alerts. As a result, the patient was not alerted to hyperglycemia and experienced diabetic ketoacidosis. She was vomiting and had anuria. She was hospitalized in the intensive care unit for 4 days and treated with an insulin drip. The patient was fine at the time of the report. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - correction/additional information h6 codes: type of investigation - additional information h10: corrected data.

Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6) 2024.